Event description:
Description of event: it was reported that when in use during the breast procedure, a slight fire appeared during detachment of tissue. It was connected to another manufacturer during use and the main unit was an ft10. There were no staples or implants in nearby vicinity and the surgical field did not have a high concentration, but it fired. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).